Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not delivering a bolus. The customer¿s high blood glucose was 25 mmol/l at the time of incident. The customer¿s current blood glucose were 25.9 mmol/l. Customer stated that the blood glucose was went down and the value was 20.6 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was using the auto mode feature. Troubleshooting was performed. The reservoir will not be returned for analysis.